Event description:
It was reported that during implant attempt, there was positioning difficulty and visual coil separation. The lead was not used and a different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during implant attempt, there was visual coil separation. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned and analyzed. Primary analysis results revealed that the defibrillator conductor was distorted. The distal conductor was stretched and the inner tubing was kinked/buckled. There was blood in/on the helix mechanism. The lead was stretched and damaged at implant.